Event description:
It was reported that 1 bd syringe 3ml ll 200 s/c had operation failure issues. The following information was provided by the initial reporter : the customer reported that the device was hard to use in that the device did not do what it was supposed to do and failed or stopped working.

Manufacturer narrative:
The initial reporter also notified the FDA via medwatch uf/importer report# (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 3ml ll 200 s/c had operation failure issues. The following information was provided by the initial reporter : the customer reported that the device was hard to use in that the device did not do what it was supposed to do and failed or stopped working.

Manufacturer narrative:
H.6. Investigation: since no samples (including photos) were returned for the reported issue of device failure, the complaint could not be confirmed, and the root cause is undetermined. A review of the device history record was completed for batch# 1260173. All inspections and challenges were performed per applicable operations qc specifications. There were (0) notifications noted that pertained to the complaint. H3 other text : see h.10.